Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion.

Event description:
The event involved a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer stated when they entered the patient¿s room and the tubing that attaches to the patient from the filter was disconnected. They attempted to reconnect after wiping with etoh (ethyl alcohol) swap. The tubing would not stay in place, the tubing slid right off the filter. It would connect but not stay in place the whole product was removed and replaced with another.

Manufacturer narrative:
The complaint on the b1016 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13847714 was reviewed and no non-conformities were found that would have led to the reported complaint.